Event description:
It was reported that this pacemaker was part of a system revision for an unspecified reason three months post implant. This device was explanted and replaced. No additional information was provided by the physician or hospital. No additional adverse patient effects were reported. The device was retained by the hospital. If pertinent information is provided in the future, a supplemental report will be submitted.